Event description:
"Consumer (B)(6) alleges there is a safety issue with the lynx 3 scooter that she purchased. When she was leaning forward to place a dish on the counter she hit the exposed throttle control and it pushed her forward and she got her arm stuck between the refrigerator and the counter causing her arm to be black and blue and sore."

Manufacturer narrative:
No RMA has been initiated for this issue. Model lynx l3, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1143205 rev g (feb-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that she does not like the fact that the lever/throttle to drive the unit is in the middle and not to the side. She stated that she continues to bump the lever when she is at a standstill or trying to grab something from her cabinet. This causes the unit to accelerate forward. The consumer stated that she has "run" into things due to this. She also sustained a bruised arm. The consumer also indicated that she has removes the arms of the scooter as it is more comfortable for her to do her daily activities. I confirmed her weight at (B)(6). I advised that the arms should be attached immediately as this would be an unsafe to use the unit without doing so. She promised to put the arms back on the unit verbally. I also advised the consumer that she is required to shut the unit off when she is stopped. A letter will go out to this affect as well. The consumer also confirmed that the unit is set at the lowest speed setting. Note: the product is not being returned. The consumer admitted that the product was not malfunctioning. However, the consumer does not like the design.